Manufacturer narrative:
The bur and concomitant device (5407120950a, serial# (B)(4)) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken. Investigation results on the reported attachment had confirmed shattered and corroded bearings within the device, which can potentially lead to bur breakage.

Event description:
It was reported that during cleaning, post surgery, the bur broke in the attachment during removal. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during cleaning, post surgery, the bur broke in the attachment during removal. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.